Manufacturer narrative:
The manufacturer did not received devices for review. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hüft schaft a, grösse 2; ref# (B)(4)) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown revitan distal stem on (B)(6) 2009. The patient was revised on (B)(6) 2010 due to stem breakage.

Manufacturer narrative:
Review of received data summary of the revitan cases, including this case, were received from dr. (B)(6) in the form of a pdf document. It is indicated in the summary for this case that the revitan system was implanted on (B)(6) 2009. In the image of (B)(6) 2009 it is seen that th metaphyseal fracture fragments healed well. Therefore it is released to full load. On (B)(6) 2010 the patient had emergency situation because of the modular part breakage after 17 months at the age of (B)(6). A technical investigation was not possible to perform, as the devices were not at hand for investigation. Conclusion summary: the product was not returned for the investigation. Ref and lot numbers of the femoral stem parts are unknown. Neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Possible causes for the breakage of the connection pin includes the material damage occurred during the impaction load while assembling, high patient activity (patient disregards limits of device), insufficient bony support of the implant and increased wear due to patient with high body weight. In addition, the product details of the implanted head and cup are unknown, therefore a contribution of these products to the reported incident cannot be excluded. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).